Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope appears to be scratched was confirmed. The following defects were found with the device upon evaluation : outer tube damaged: distal tip damaged, holes in distal tip fiber, fibers sunken in. Illumination: distal tip fiber damaged. Optical system: optical components broken lenses in optical system. The device was diagnosed and repaired with spare parts, tested and found to be fully functional. User mishandling is the most probable root cause of the physical damage to the device, including the broken lenses, probably due to fall. The damage to the distal tip may have been a result of user error, possibly due to a contact with the shaver during a surgical process. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
As reported by the customer the scope appears to be scratched. This was noted prior to the start of the case with no delay or patient consequence. They started the case with a like device.